Event description:
It was reported that this implantable pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. The device has less than 3 months to explant. Technical services (ts) discussed for the need to have data analyzed. Health care professional (hcp) stated will be doing a generator changed. This device remains in service. No adverse patient effects were reported. Additional information indicated that this pacemaker was explanted. A new device with different model was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. The device has less than 3 months to explant. Technical services (ts) discussed for the need to have data analyzed. Health care professional (hcp) stated will be doing a generator changed. This device remains in service. No adverse patient effects were reported.